Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 17-jun-2024, patient experience one infusion set infusion set tubing detached from hub. The infusion set is long for 12 hours. No further information available.